Manufacturer narrative:
Qn#(B)(4). The customer returned ten units of 528135 visistat 35r 6/box for investigation under tc#(B)(4). The returned units were unopened samples in original packaging. As a result of a change in FDA reportability, each of the ten samples was assigned to its own tc#. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. A CAPA was opened to further investigate this issue. Root cause is identified in the CAPA. Dimensional and functional inspection was not required as part of this complaint investigation. Additional testing was not required as part of this complaint investigation. Per DHR the product visistat 35r 6/box lot # 73d2200443 was manufactured on 04/14/2022 a total of 18,000 pieces. Lot was released on 05/10/2022. DHR investigation did not show issues related to complaint. The instructions-for-use (IFU) for product code 528235 and 528135 was reviewed. The IFU includes a warning symbol to indicate to the user "do not use if package is damaged." The sterile barrier of the returned sample is compromised due to the packaging damage. The complaint of broken package - sterility compromised was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. A CAPA has been previously opened to further investigate this issue. Root cause is identified in the CAPA. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the hcp found minor damage (minor scratch) on the product packaging during inspection". No patient involvement. Preliminary investigation of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage.